Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil was found on placenta when she delivered her child / migration of essure device") and pregnancy with contraceptive device ("unintended pregnancy") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced back pain ("back pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), procedural pain ("painful post-operative recovery") and bone pain ("pain / pulling pain under pelvic bone"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, back pain and procedural pain was resolving and the migraine, headache, weight increased, dysmenorrhoea, alopecia and bone pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered alopecia, back pain, bone pain, device expulsion, dysmenorrhoea, headache, migraine, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare providers. On (B)(6) 2016 the right essure coil was found on patient's placenta when she delivered her child. 09-sep-2016 bilateral salpingectomy ¿ remaining coil removed with tubes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Blood test - on (B)(6) 2015: live birth without complication pregnancy test - on (B)(6) 2015: live birth without complication 11feb2016 - first trimester obstetric pelvic ultrasound - impression: 1. Viable intrauterine pregnancy 2. Estimated sonographic gestation age: 12 weeks 6 days by crown-rump length. 3. Nuchal translucency 1.8 mm. (B)(6) 2016 - ob >14 week ultrasound impression: single living intrauterine pregnancy. A fetus is large for gestational age. (B)(6) 2016 - gallbladder ultrasound - impression: no cholelithiasis (B)(6) 2016 - limited ultrasound, obstetrical - impression: single living intrauterine pregnancy without fetal abnormality identified. Concordance of edc with prior exam (current: 8/17/2016, previous: 8/20/2016). Gestational age by ultrasound 2 weeks greater then age based on given imp. Ga by lmp: 34w 5d ga by current u/s: 36w 5d most recent follow-up information incorporated above includes: on (B)(6) 2018: the event migraines, headaches, weight gain, dysmenorrhea, hair loss, pain / pulling pain under pelvic bone, did not undergo an essure confirmation test added. Reporters added. Lab data added. Concurrent condition and medical history added, pregnancy outcome was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil was found on placenta when she delivered her child / migration of essure device") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("back pain") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent surgery). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain and procedural pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device dislocation, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare providers. On (B)(6) 2016 the right essure coil was found on patient's placenta when she delivered her child. On (B)(6) 2016 patient underwent surgery to remove left essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.